Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The evaluation confirmed ¿the tip device broke off¿ as the probe at the distal end was completely broken off and missing. The missing probe is measured to be approximately 16mm inches. A probe check was performed using olympus equipment and the device failed the probe check. A closer inspection of the device revealed some tissue build up on the jaw of the gasping section. The teflon pad was observed to be slightly worn but intact and with no metal exposure. Based on the evaluation results, the reported event likely occurred during a procedure and can be attributed to operator¿s technique. The instruction manual contains several warning and caution statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that the tip of the device (tb-0535fc) broke off, out of the box failure. There was no patient injury reported. The details of the event are unknown. Olympus followed up with the user facility to obtain additional information regarding the reported event via telephone and in writing but with no result.